Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough ns, guide catheter: britetip 6f al1st. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) with mild tortuosity and no calcification that was 90% stenosed. After pre-dilatation was performed, a 2.50 x 15 mm xience alpine rx drug eluting stent (des) was advanced to the lesion; however, resistance was felt and the des would not cross the proximal rca which was previously treated with an unknown stent implant. The xience alpine was removed from the anatomy with resistance and it was observed that the struts on the proximal and distal portion of stent were flared. The stent implant located in the proximal rca was checked under angiography and no damage was observed. An unspecified stent was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the mildly tortuous, 90% stenosed anatomy and/or the previously implanted unknown stent resulting in the reported failure to advance. As the device was withdrawn, interaction with the mildly tortuous, 90% stenosed anatomy and/or the previously implanted stent and/or other devices resulted in the reported/noted stent damages (flared, stretched, bent) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: there was no resistance during removal of the device from the anatomy. No additional information was provided.